Event description:
It was reported that the patients right ventricular (rv) lead showed a drop in impendance in the past year. Ventricular high rate episodes that suggest potential noise was also reported. The rv lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.